Event description:
It was reported that the right hip echelon stem broke. Stem has been replaced.

Manufacturer narrative:
The affected echelon bowed porous stem was not returned for evaluation. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. Our clinical analysis noted that no relevant clinical medical information was provided to conduct a thorough medical assessment. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.